Event description:
Customer reported she went for a run and when she removed it to take a shower customer noticed moisture underneath the display. Customer's blood glucose was 201 mg/dl. Customer reported fluids under the lcd display. The device was not dropped, bumped or has any cracks. Customer reported that she has been running for ten years and always has worn the device close to her skin and never has had an issue until now. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
The insulin pump was received with no trace of moisture was noted at keypad traces, electronic assembly or motor assembly per visual inspection. The insulin pump has cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.